Event description:
This pt was admitted to the hospital following an acute anterior wall myocardial infarction in 2001. A cardiac catheterization showed "heart disease". A 3 vessel bypass was performed nine days later and pt was discharged four days later. After experiencing post operative complications, the pt was re-admitted on the day of of the event. Cultures reportedly showed infection with s. Aureus. The infection was treated wth sternal debridement and drain placement the day of the event. A second sternal debridement was then followed by a rectus muscle flap and pectoralis muscle flap with split thickness graft over the low sternal incision. The pt was subsequently discharged the next month.